Manufacturer narrative:
The product was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A CAPA was initiated. The investigation is complete. D3 contact information: updated contact email: (B)(6). G1 contact information: updated contact first name: (B)(6). Updated contact last name: (B)(6). Updated contact email: (B)(6).

Manufacturer narrative:
Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in italy reported that, during a haemovitreous vitrectomy, the silicone tip of the cannula needle broke inside the patient's vitreous chamber. The surgeon extracted the silicone tip with a vitrectome. The operation was completed successfully, without harm to the patient. The surgery was not prolonged as tip extraction only took a few minutes. No additional anesthesia was required. No reports of any harm to the patient, the surgery was successful. The distributer notes that other packages of the same batch were sold to other customers who have not experienced any malfunction. The hospital (cuneo) where the problem occurred purchased 7 boxes of m4465 lot 410708, of which 3 boxes were used without any problems. Sterimedix recently tested product (not of the same batch) by manual pull testing and all products passed.